Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 5th november 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in a rotator cuff repair procedure on (B)(6) 2024. The procedure was completed successfully as another new ar-1927bcf-45 was used. All the fragments were retrieved from the patient. There was no patient harm and no secondary procedure performed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified the anchor of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire® had broken. Functional testing was not performed due to the damage to the device. The quality of the bone encountered was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.